Manufacturer narrative:
(B)(4). Date sent 8/12/2025. D4 batch #440d98. B3: only event year known: 2025. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload had 23 drivers up, the swing tab in the locked position an it was received with the right gripping surface damaged making the reload nonfunctional and it was not returned analysis. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 440d98, and no non-conformances were identified. The lot/batch 465d27 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure that staple misfired and the device locked out half way through. There were no patient consequences reported.